Event description:
It was reported that the customer had issues with the cannula. Customer is a spanish speaker only. Customer had an issue with the needle not going in all the way and causing high blood glucose values. Customer does not recall the malfunction, but stated that when she removes the cover from the infusion set, the needle would detach when inserting the stint in the stomach area. This caused the customer to use another infusion set. Customer stated that the event would occur when having to change the reservoir and insulin. Customer stated that she is not sure of the blood sugar reading at the time of the even. Customer declined troubleshooting. Customer reported that the event occurred once or twice and has not happened again. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.